Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4). This report was mailed to FDA on: 06/13/2014. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient is experiencing transient light sensitivity/photophobia approximately 3 months following lasik surgery. The patient wears 2 pairs of sunglasses outside and notices photophobia on the computer also. Topical steroid dosage was increased to treat the event. Additional information has been requested. In the doctor's opinion, the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.